Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before vitrectomy surgery an ophthalmic trocar was found bent. The surgery was completed on the same day. There was no patient contact. Additional information has been requested but is not available at the time of this report.